Manufacturer narrative:
Visual inspection failed due to the kink at the distal section. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that catheter break occurred. A blazer ii xp was selected for a procedure however it was noticed that the probe was broken at the extremity. No patient complications were reported.

Event description:
It was reported that catheter break occurred. A blazer ii xp was selected for a procedure however it was noticed that the probe was broken at the extremity. No patient complications were reported.